Event description:
It was reported that the flange of the tracheostomy tube tore. An anti-disconnect strap was in place and the tube remained in place. It was reported that there was no injury or impact to the pt.